Manufacturer narrative:
Pelt, c. E.; gililland, j. M.; doble,j; stronach, b. M.; peters, c. L. (2013) clinical study hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty. Hindawi publishing corporation biomed research international, volume 2013, article ID 854871, 6 pages; http://dx.doi.org/10.1155/2013/854871. Root cause could not be determined. Condition is addressed in the package insert. Part and lot identification necessary for review of device history records, and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert (B)(4), there are warnings in the package insert that state that this type of event can occur, under possible adverse effects, number 8 states "dislocation and subluxation due to inadequate fixation and improper fixation. Muscle and fibrous tissue laxity can also contribute to these conditions." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty revisited: midterm followup of hybrid versus cemented fixation in total knee arthroplasty¿. The article identified seven (7) revisions of either the tibial or femoral component were performed in the hybrid tkas group for aseptic causes, an unidentified number of which were performed due to instability.